Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was hospitalized due to high blood glucose levels. Customer was calling per her md's request. Customer stated that she inserted the infusion set incorrectly and the pump was working properly. Troubleshooting was performed on a prior call and pump passed all required tests. Customer later called to report that her paradigm link meter was not reading accurately.